Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected, updated:a2; a3; b1; b2; b5; b6; b7; g3; h2; h3; h6. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00136.

Event description:
It was reported by patient¿s legal counsel that the patient received an initial left hip arthroplasty. Subsequently the patient was revised due to implant failure and elevated metal ions 11 years later.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. Visual examination of the returned product identified the stem has foreign debris affixed to the porous coating. The coating is also gouged from extraction. DHR was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes identified no complications. Medical notes were reviewed and identified the following: (B)(6) 2019 cobalt, serum 7.8 (high), chromium, serum 3.6 (normal). (B)(6) 2019 cobalt, serum 8.5 (high), chromium, serum 4.8 (normal). (B)(6) 2020 cobalt, serum <1.0 (normal). Revision of femoral head and liner with findings of hypertrophic and abnormally appearing left hip synovium general anesthesia with ebl of 300 ml. Indications note that ¿a known problematic femoral component has been recalled zimmer kinectiv¿.normal hip fluid was noted, hypertrophic synovium noted with intra-articular space consistent with poly debris. No black or gray staining. Poly showed signs of wear and the superior posterior aspect had a broken section of poly consistent with a possible previous dislocation. Shell remained in place. Dense fibrous tissue, few areas of lymphplamacytic inflammation with deposition of a few histocytes. Reactive synovium associated with chronic inflammation. No granulomatous inflammation. The head, neck, and stem were submitted for further analysis. The neck trunnion and stem taper were both assigned a modified goldberg score of 3. A score of 3 corresponds to ¿fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris. The complaint is confirmed based on the evaluation of the returned product and provided medical records. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined that this item did contribute to the event and the initial file should be retained.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00620205222 item name shell porous with clusterholes 52 mm lot # 61262526. Item # 00625006525 item name bone scr 6.5x25 self-tap lot # 61213485. Item # 00631005032 item name liner 10 degree elevatedrim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 61241859. Item # 00784800200 item name modular neck k 12/14 necktaper use with +0 heads only lot # 60898611. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01130.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip revision procedure approximately 11 years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.